Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: the sample was not received for evaluation only some pictures of a pouch and were received. The reported event was confirmed. The severity was assessed as loss of primary function. Device or item inoperable. Replacement or repair is required to obtain desired performance. A walking process was conducted in airway manufacturing area and it was detected as a probable root cause, that the operator at the moment of introduce the tube in the flaring machine has a lot of movement which cause that the tube be inserted in wrong way and damage the tube, therefore as a corrective action, were installed some fixtures which helps to avoid that the tube could be collocated in wrong way and prevent damage tube. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had slit in connector. There was no patient involvement.